Event description:
It was reported that the patient with this pacemaker was hospitalized due to a syncopal event. Upon review the pacemaker exhibited non physiologic noisy signals on both channels. The leads are non boston scientific products. It was suspected that the noisy signals were cause by lead on lead abrasion. Subsequently, this pacemaker was explanted and replaced. New lead considered for implant, nonetheless the veins were occluded. The patient will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was hospitalized due to a syncopal event. Upon review the pacemaker exhibited non physiologic noisy signals on both channels. The leads are non boston scientific products. It was suspected that the noisy signals were cause by lead on lead abrasion. Subsequently, this pacemaker was explanted and replaced. New lead considered for implant, nonetheless the veins were occluded. The patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegation in this complaint have not been confirmed as the device met spec. The conclusion code was updated to no problem detected.